Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 500 mg/dl. Reportedly, the pump battery fully depleted and the pump shut off due to the customer not charging the pump. The customer went to the emergency room and was subsequently admitted to the intensive care unit. Bg was treated intravenously fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Additionally, it was reported that the pump touch screen was cracked, unreadable and unresponsive. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.